Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent, that was implanted sometime in (B)(6) 2016, was being removed during a stent removal procedure performed on (B)(6) 2016. According to the complainant during the planned removal of the percuflex plus stent, the stent could not be removed due to calculus and a bend on the pigtail of the kidney side of the stent. The physician pulled the stent forcibly, and the stent was removed. However, the ureter was perforated and a nephrostomy was performed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.